Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and constant tone. The blood glucose reading was 104mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for two hours and call back to complete testing. The customer called back and stated that anomaly continued and the device started rebooting. The caller mentioned that the device alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.